Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed a sheared tooth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the surgeon pushed the green button and tried to fire the device, but the handle ran idle and could not advance the knife. The handle could only partially be squeezed. The reload was dipped in saline for a few seconds before use. The procedure was completed with another device. There was no patient injury.